Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump was dropped, after which the device would not power on or display, consistent with a hardware display/power failure of the pump assembly. Symptoms included no reported adverse clinical effects, as the user monitored glucose via dexcom and reverted to manual insulin injections. Outcomes included continued insulin therapy by alternative means without alerts or alarms and without hospitalization. Investigation included customer troubleshooting guidance and device replacement. Investigation of this device reveal a malfunction consistent with physical damage from impact affecting the device display or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was product physical damage due to external impact.